Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly, and that the pump's usb port was bent resulting in difficulties charging the pump. The customer's blood glucose level was "high"; although specific value was not provided. Customer's wife provided assistance by giving a manual injection. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port issue was verified, but the battery issue could not be verified. The information will be used for tracking and trending purposes.